Event description:
It was reported that the balloon was leaking on the device. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. A product sample was received for evaluation without its original packaging and in used condition. Visual and functional testing were performed. Visual inspection revealed what appeared to be a small opening at the weld area of the cuff during the functional testing the cuff was inflated using 1.5 pounds per square inch of air. The entire tracheostomy tube was submerged under water while observing for signs of leakage (bubbles rising to the surface of the water), from all aspects of the tracheostomy device. This test revealed leakage from the tracheostomy tube, located at the weld area furthest from the tip (patient end). Further investigation using magnification revealed that the cuff did not appear to be adequately cemented to the outer tube. The cuff was easily moved along the outer tube at this location. The weld area located closest to the tip appeared to be cemented properly and remained adhered following the decontamination process, indicating that the leakage may have been the result of an assembly error the root cause was related to product assembly during the manufacturing process. A quality alert was issued to production to heighten awareness to this potential issue. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.